Manufacturer narrative:
The device is expected to be returned for analysis; however, it has not yet been received. Upon return of the product a supplemental report will be submitted with the evaluation findings. The device service history record review has not been completed. When the results are available a supplemental report will be submitted.

Event description:
It was reported that the hemosphere hem1 monitor froze during patient monitoring. The hemosphere swan ganz module was being used with the hem1 monitor during the incident. They obtained readings at 8 pm, then at 9 pm they discovered the screen had frozen. The cco readings froze on the display screen and would not provide any readings. The clinicians rebooted and re-started the cco readings; however, it froze again. They exchanged the suspect hem1 monitor for a different unit and then the monitoring continued without any further issue. The hemosphere swan ganz module was used with the suspect hem1 monitor and was not ruled out as a possible contributor. There was no inappropriate patient treatment administered. There was no harm or patient compromise. Refer to submission 2015691-2017-04365 for the suspect hemosphere hem1 monitor involved. Patient demographics not available.

Manufacturer narrative:
One hemosphere monitor was returned for product evaluation. The hemosphere monitor and the swan ganz module were left to run for over an hour and there were no errors that were identified. The display screen did not freeze. There were appropriate values that were provided. The diagnostic logs were reviewed and there were swan ganz fault messages that displayed during the event regarding the cardiac output and blood temperature being ¿out of range.¿ further inspection of the log files found that the end user pulled the catheter/blood temperature connector from the hemosphere monitor. This caused the monitoring of the continuous cardiac output to stop. It was re-connected but it was not re-started for that day. There was no defect found. The device service history record review was completed and all manufacturing inspections passed with no non-conformances. The reported event was not confirmed by evaluation. There was no inappropriate patient treatment administered. With any hemodynamic monitoring readings can change quickly and dramatically. Clinicians are trained to evaluate the entire clinical presentation of the patient in order to make decisions. In addition, these devices are used by highly trained clinicians experienced in assessing and mitigating any hazards that arise. Per the log files, it was discovered that the clinician did not restart the continuous output after plugging it back into the connector. Therefore, user factors contributed to the stated event, not a product malfunction. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as part of the monthly review. The UDI information is (B)(4). Refer to submission 2015691-2017-04365 for the hemosphere monitor.